Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 114 mg/dl. Troubleshooting for partial display was performed. Customer advised there were spots on the device with wired display on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. No missing segments or parital display was noted. The insulin pump was monitored for a day and the display had no spots and operated properly. No display anomaly was noted. No cosmetic damage was noted.